Event description:
A healthcare facility in missouri reported via a fisher & paykel (f&p) healthcare field representative, an incident in which an mr290v autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit had melted while in use. The healthcare facility confirmed that there was no patient harm and no patient consequences. It was later reported via medwatch report mw4175704 that following the event, there was no change to the patient's condition for the remaining duration of their hospitalisation. It was also reported that the patient later passed away.

Manufacturer narrative:
(B)(6). Method: the subject rt380 adult breathing circuit and mr850 respiratory humidifer were not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, however photographs were provided by the healthcare facility. At the time of reporting, the healthcare facility provided four lot numbers of the rt380 adult breathing circuits in their stock at the time of the event. A sample from each of these lots, including that of the subject device, were provided by the healthcare facility. Additionally, routinely retained samples from each manufacutirng lot were analysed, and a review of the manufacturing records was completed. Results: review of the provided photographs confirmed the reported damage. Testing of the returned rt380 adult breathing circuit samples was completed and confirmed that there were no malfunctions or manufacturing faults, and that all four breathing circuits were within specification. A review of the manufacturing records of the lot batch of the rt380 adult dual heated evaqua2 breathing circuit was also performed. The devices in the manufacturing lot passed all the required quality control measures, confirming they were manufactured in accordance with specifications. Additionally, no non-conformances were noted during the manufacturing process of the subject lot. Conclusion: based on the limited information provided and limited access to the subject devices, f&p healthcare has not been able to determine the cause of the reported event. Our analysis of all the returned samples confirmed that there were no malfunctions or manufacturing faults, and that all four breathing circuits were within specification. Based on testing of the returned product from the same manufacturing lot, and review of manufacturing records, and the information provided, there is no evidence that the subject devices failed to meet performance specifications or otherwise perform as intended. The devices that form part of the fph 850 humidification system are designed to meet the requirements of iec 60601-1 and iso 80601-2-74. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit include the following: - the use of breathing circuits, chambers, accessories or combinations which are not recommended by f&p healthcare may result in poor humidification performance, ventilator malfunction, and harm to the patient/user. - do not cover the circuit with materials such as blankets, towels or bed linen. - do not stretch or milk the tubing. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - do not use heated wire breathing circuits without gas flow. If gas flow is interrupted, turn the humidifier off. If the expiratory limb is removed from the circuit for any reason, disconnect it electrically from the humidifier. - check that the heater wire is evenly distributed along the circuit and not bunched or kinked. The user instructions for the mr850 respiratory humidifier include the following: - the use of breathing circuits, chambers, other accessories or parts which are not approved by f&p healthcare may impair performance or compromise safety. - use of damaged components or accessories may impair the performance of this device or compromise safety. - do not use this device without gas flow. If gas flow is interrupted, turn the humidifier off. - this device is not suitable for delivery of flammable anaesthetic mixes or nitrous oxide. - remove any sources of ignition, such as cigarettes, an open flame, or materials which burn or ignite easily at high oxygen concentrations. - covering breathing tubes with a blanket or heating them in an incubator or with an overhead heater can affect the quality of therapy or injure the patient. - this device must not be used in a flammable or explosive environment. - visually inspect the humidifier (I) and accessories for damage before use and replace if damaged. - do not immerse the humidifier or accessory electrical connectors in any liquid.

Event description:
A healthcare facility in missouri reported via a fisher & paykel (f&p) healthcare field representative, an incident in which an mr290v autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit had melted while in use. The healthcare facility confirmed that there was no patient harm and no patient consequences.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not available as the healthcare facility reported that the lot number of the rt380 adult dual heated evaqua2 breathing circuit was not known. Fisher & paykel (f&p) healthcare have requested the return of the subject devices for evaluation and is seeking further information about this event. We will provide a follow up report upon completion of our investigation.